Manufacturer narrative:
The device was returned to olympus for evaluation. The device was connected to olympus test usg-400/esg-400 generators and a probe check was performed; the device failed the probe check and a u509 ultrasonic error was observed. Both switches were checked and found both switches are functional. A visual inspection on the received condition was performed on the device and found evidence of use as there was foreign material on the distal end. The ptfe pad (teflon pad) was inspected and found it was worn, partially split with metal exposed. The wiper movement, the consistency of movement of the handle and jaw, the handle load were normal. The rotation of the knob torque is normal and smooth. During activation, a u512 open circuit error was observed when the jaws are closed and the seal/cut function is activated; which is normal when insufficient tissue between the jaw and probe. The distal end was inspected under a microscope and no external damage to the probe unit was observed. The probe damage is internal, which is causing the device to fail the probe check. Based on similar reported events, the most probable cause to the reported complaint is due to (unintended) operational error. The instruction manual provides warning to mitigate the risk of device damage which states: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.

Event description:
Olympus was informed that prior to the start of a procedure, the user facility tested the device and the device had no output. The device was replaced with another like device and it worked fine. The user facility proceeded to start the procedure and completed the procedure successfully. There was no patient injury or involvement reported.